Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat pelvic organ prolapse. It was reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation. It was reported that following insertion the patient experienced pain, urinary/bowel problems, dyspareunia and other: emotional problems.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pop, rectocele, and cystocele. It was reported that the patient had the concurrent procedures of a unilateral salpingo-oophorectomy, and abdominal sacrocolpopexy performed during mesh implantation. No additional information was provided.

Manufacturer narrative:
(B)(4) - exposure/extrusion/protrusion. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.